Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a posterior capsule rupture during phacoemulsification due to trouble maintain the cataract pieces on the tip. The surgeon believes the posterior capsule "got up to the iris". The surgeon performed a vitrectomy. Additional information received provided that the pt currently has "no vision" due to severe corneal edema from the surgery and an advanced cataract of the left eye. Additional information has been requested.